Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing with noise, and an apparent fracture. The right atrial (ra) lead exhibited high and unstable thresholds along with high and variable impedance. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.